Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic gui display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface pcb cpu. The unit passed extended self-testing.